Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: severity - s1; occurrence ¿ 1st; investigation level a; samples were decontaminated by eo; no related investigation on same lot. Actual sample was received. Returned material showed no reported defect. Bd was not able to duplicate or confirm the customer¿s indicated failure. The specifications of the complaint batch is 24g x22g. No abnormality found in the incoming material, the whole assembly process and packing process. According to the information returned, before punctured, nurse found liquid leaked from catheter when applied with infusion set. In lab, performed 45 psi leakage test to returned sample. No leakage was found. In conclusion, no abnormality was found in the returned samples and sampling product. Plant can¿t find the root cause for the customer complaint. Product was within specification. Conclusion: no abnormality was found in the returned samples and sampling product. Plant can¿t find the root cause for the customer complaint. No CAPA is required. (B)(4).

Event description:
It was reported that a nurse found liquid leaking from the catheter of a bd pegasus¿ closed needle protection IV catheter system, 24 g x 0.75 in prior to use. There was no report of injury or medical intervention.